Event description:
It was reported that the workstation wheels fall off on unlevel surfaces. No patient or staff injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a bolt on the caster. System operates as intended.